Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: l4 laminectomy, l5 laminectomy, s1 laminectomy, l5 osteotomy, s1 osteotomy, l4-5 discectomy, l5-s1 discectomy, l4-5 anterior arthrodesis, l5-s1 anterior arthrodesis, placement of anterior intravertebral device, l4-5 and l5-s1, reduction of collapsed disc deformity and retrolisthesis, l5-s1; placement of anterior intravertebral device, l4-5 and l5-s1; posterior spinal fusion, l4-5 and l5-s1; placement of posterior instrumentation, l4-5 and l5-s1; posterior spinal arthrodesis, l4-5 and l5-s1; harvest of fat graft and placement of same over dura, complicated dissection of previous surgical scar at l5-s1; for pre-op diagnosis of: lumbar spondylosis, lumbar stenosis, lumbar radiculopathy, collapse disc deformity, l4-5. There was retrolisthesis of the vertebral bodies, l4-5. MRI scan revealed significant degenerative disc disease, collapsed disc deformity and retrolisthesis, l5-s1 as well as degenerative joint disease and lumbar disc bulge at l4-5. Other lumbar levels appeared nor mal. Per-op notes: ".. Trial spacers of various sizes were incised and 9mm spacer was found to fit most appropriately at l5-s1. An appropriately machined bone graft at l5-s1 was tapped into position with bmp and bone graft in center. Distraction was then removed and it was found that the bone graft fit appropriately at l5-s1. The same technique was used to prepare disc space at l4-5 where a 13 mm spacer was found to fit appropriately. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.